Event description:
During coil embolization procedure, the enterprise vrd (enc452212/01429660) was deployed across the target aneurysm, and afterward, while placing the coils into the target aneurysm, the stent gradually migrated proximally with all 4 distal markers of the vrd now within the neck of the aneurysm. To cover the neck, the decision was made to place another enterprise vrd (enc451412/ 1429041) distal to the first enterprise stent and overlapping. However, while deploying the second enterprise stent, the first stent came down even more proximally, while at the same time the second stent also migrated distally. The procedure ended up leaving part of the aneurysm neck uncovered. No coil protruded to the parent vessel. There were no reported patient complications. The products will not be returned for evaluation. The second stent was deployed at correct site, but migrated while deploying it. A constant and dedicated saline with heparin was utilized at all times. After both enterprise stents were place, no additional torque or manipulation was performed at any time with the coils or microcatheter that may have contributed to the event. The target aneurysm was in the posterior cerebral artery with vessel that was not calcified, but was heavily tortuous. The vessel measurement proximal diameter was 2.6 mm and distal diameter was 1.9 mm. A cd copy of the procedure is not available. No further information was provided.

Manufacturer narrative:
During coil embolization in the heavily tortuous posterior cerebral artery, the 22 mm enterprise vrd migrated proximally while placing the coils in the aneurysm. All 4 distal markers of the vrd were within the neck of the aneurysm. The decision was made to place another 14mm enterprise vrd distal to and overlapping the first vrd. However, deploying the second vrd caused the first vrd to move down even more proximally, while at the same time the second vrd moved distally while deploying it. The procedure ended up leaving part of the aneurysm neck uncovered; however, no coil protruded out of the aneurysm into the parent vessel. There were no reported patient complications. An adequate continuous flush was maintained through the microcatheter at all times. No additional torque or manipulation was performed at any time with the coils or microcatheter that may have contributed to the event. The second stent was deployed at correct site, but migrated while deploying it. The proximal vessel diameter was 2.6mm and the distal vessel diameter was 1.9mm which is less than the recommended vessel diameter for implanting the enterprise vrd. A cd copy of the procedure is not available. No further information is available. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429660. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. System in the intracranial arteries as outlined in the instructions for use (IFU). Additionally, per the IFU, it is also generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. Based on the available information it is possible that the heavily tortuous vessel characteristics along with vessel diameter size, device interaction may have contributed to the movement of both enterprise vrds. Although no definitive conclusion can be made, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00451 and 1058196-2011-00452.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00451 and 1058196-2011-00452.